Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels (exact values and dates not provided to the manufacturer), fluid accumulations around the hip, tissue damage and necrosis and exposure to metal debris reported.

Manufacturer narrative:
These combination of devices constitute an off label application in the united states.